Event description:
A customer contacted baxter's technical service center and the caregiver (cg) stated the cassette broke when attempting to connect the heater bag during setup on a home choice (hc). The technical service representative (tsr) assisted the cg with opening the cassette door. The tsr advised the cg to dispose of the current supplies and start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of damage is not confirmed because disposable set was not returned to baxter, the end user did not describe any types of use errors or other issues that might have caused the reported issue. The root cause is undetermined.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.